Manufacturer narrative:
The reported complaint of "autopulse li-ion battery (sn: (B)(4)) was stuck in the battery compartment of the autopulse platform" was confirmed during visual inspection of the returned battery. The root cause for the reported complaint was due to the damaged/chipped guide pins on the battery, attributed to user mishandling. Upon visual inspection, no physical damage was observed, and no leds of any type were lit upon incoming inspection. Unrelated to the reported complaint, the battery finger latch was observed damaged and stiff, possibly due to user handling. During functional testing, the battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and four green leds were lit after the successful charging attempt.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) stopped functioning and turned off after performing a few compressions. In addition, the customer reported that autopulse li-ion battery (sn: (B)(4)) was stuck in the battery compartment of the autopulse platform. As per the customer, there were no breakages observed on either the battery finger latch or on the autopulse battery compartment. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2020-00622 for the autopulse platform (sn: (B)(4)).